Event description:
Alleged product problem-trocar did not retract. Product was disposed by the hospital. Device history record review indicated no lot specific problem. No root cause can be determined without looking at the reported device.